Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufp2044 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (jufp2044) have been reported from the same facility in (B)(6)

Event description:
It was reported that when removing the device, the door was completely removed. This occurred with an estimated ten devices. This report addresses the fifth device.